Event description:
On (B)(6) 2015, the patient contacted lifescan (lfs) alleging that their one touch profile meter was reading inaccurately erratic. The complaint was classified based on the customer care advocate (cca) documentation. The patient terminated the call before contact details were taken therefore no follow up was possible. The patient reported that the alleged inaccuracy started on an unknown date and time prior to contacting lfs. It is unclear what the patient¿s usual diabetes management routine is and whether they took any action as a result of the alleged product issue. The patient claimed that on an unspecified date and time, he developed the symptoms of ¿lightheaded, nausea and dizziness¿. The patient reported receiving treatment from a health care professional (hcp). It is unclear what the treatment was. At the time of troubleshooting the cca recorded that the unit of measure was set correctly, and the test strips had exceeded their expiry date. Although it is unknown how the product may have been a factor in the patient¿s injury this complaint is being reported because the user allegedly suffered symptoms and was treated by a hcp while using the product.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Manufacturer narrative:
Follow-up # 1 - device evaluation: retain testing could not be performed as the test strip lot was found to have shelf life exceeded. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.